Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 300 mg/dl. A correction bolus and a manual injection was used to correct. The customer cleared the alarm and resumed insulin delivery. During troubleshooting, a new cartridge was loaded and the pump performed as intended.